Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's fiancée reported via phone call that she experienced low blood glucose levels. Her blood glucose level was 42 mg/dl. She treated her low blood glucose level with food. The customer's blood glucose level dropped when she treated with a bolus. The customer was under stress and experienced a slight illness recently. The device was not returned.